Manufacturer narrative:
The field service representative (fsr) returned to the user facility to replace backordered air bubble detector (abd) draw latch and checked operation. The unit operated to manufacturer specifications and was returned to clinical use. The suspect part was returned to the manufacturer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a follow-up emdr will be filed accordingly.

Manufacturer narrative:
(B)(4). The uabd latch is on backorder, the fsr will return to the user facility when the latch is available. Pm inspections are complete and the unit operated to manufacturer specifications and was returned to clinical use.

Event description:
The field service representative (fsr) reported that during preventive maintenance (pm) of the device, the ultrasonic air bubble detector (uabd) latch was broken into two pieces. The fsr found the latch was taped together. There was no patient involvement.